Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in is per the customer report of "during august". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported that the low glucose alarm failed to sound when they were hypoglycemic, and they became confused and had a car accident (reported no injuries). The customer was taken to hospital where they were treated with glucogel and glucose drink. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The user reported that there were missing alarms when using the freestyle librelink app. Based on provided information the sensor was scanned with the libre 2 reader before scanning using the app. The sensor must be activated using the app in order to enable alarms using the app. If the sensor is activated with the reader, alarms will only be available using the reader. Could not identify an issue with the librelink app. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported that the low glucose alarm failed to sound when they were hypoglycemic, and they became confused and had a car accident (reported no injuries). The customer was taken to hospital where they were treated with glucogel and glucose drink. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an alarm issue with the adc device. The customer reported that the low glucose alarm failed to sound when they were hypoglycemic, and they became confused and had a car accident (reported no injuries). The customer was taken to hospital where they were treated with glucogel and glucose drink. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. A valid lot or serial number was not provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported unable to receive high and low glucose alarm notifications with sensor readings. Attempted to replicate the user¿s complaint using similar configuration and successfully received high and low glucose readings and alarm notifications in the application. The user complaint could not be reproduced. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues and was determined to be related to the android 13 os. This trip is not related to other os versions; therefore, this complaint associated with ios 11 is not related to this trend. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.